Event description:
This person was walking straight in the town, when his walker collapsed and he fell to the ground. He said, his left knee cap was pushed up along with his right knee cap. He also reported he skinned his right and left knee. He was having difficulty walking afterwards because of the fall.